Event description:
When using plato brachytherapy seeds module v14.0 with ultrasound images, it is possible to incorrectly display retraction distance on screen and printout. Therefore, there is the possibility of incorrect seed placement and incorrect treatment of the patient. Plato seed v14.0 presently requires the scanned /digitized "us" image to be entered with a +z value, with base plane defined as "0" and apex as +40. Plato "bps" is based on the CT coordinate system with +z to the head, and the patient oriented l-p (the slice viewed with the patients left to the observers right and the patient's posterior down). Base plane is used to define seed implant and retraction distance, which was mentioned in the source table. Retraction distance is the distance from the base plane to the first inserted seed; base plane is normally selected as the region between bladder and prostate and set as z=o. For volume definition, add'l slices are taken towards the apex.